Manufacturer narrative:
Result: missing siderail panel, missing communication cord.

Event description:
It was reported by service report that the communication cord, and the siderail inner panel were missing. It is unknown if there was patient involvement or adverse consequences to report.